Event description:
Merge hemo monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the hemo monitor pc via the serial interface. All data can be shown and monitored on the hemo monitor pc.on (B)(6) 2016, a customer reported to merge healthcare that the site was experiencing a problem with the ffr (fractional flow reserve) data not crossing to cath reporting in merge cardio, and the site had to manually enter the data into merge cardio. It was reported that the results of the study were negative; however, there was a 3-day delay in confirming the report.prior clinical reports are often required for subsequent medical procedures (including surgery). If a report could not be generated, a delay in treatment may occur.

Manufacturer narrative:
This supplemental report is submitted to the FDA in accord with applicable regulations and as indicated by merge healthcare in the initial report submitted 06mar2016. Merge sr. Clinical support remotely accessed the customer's server and found that the ffr procedure did not display in the complete findings. A test case was created and all related data crossed successfully into the procedure narrative. Sr. Clinical support asked the customer to call when the next ffr procedure was done so that it could be reviewed. On (B)(6) 2016, another ffr procedure was done at the site with the same results. On 19apr2016, the customer was contacted again to inquire about any recurrence of the problem. The customer stated that a conversation with merge sr. Clinical support resolved the issue. It was found that when the user associated a lesion with the guide catheter instead of ffr within the hemodynamics application, it cancelled out the ffr procedure and associated it to the guide catheter instead of ffr. These are editable entry fields that can be changed at-will. The site has revised their procedures, and the customer confirmed that the problem was resolved. For this reason, conclusion code 1 (human factors issue) was used. Revised information contained in this supplemental report includes the following: g7 - indication that this is follow-up report 1 h6 - evaluation codes: method code #1: 3372 analysis of data log(s). Method code #2: 3345 simulated use testing. Results code: 213 no failure detected. Conclusions code: 19 human factors issue.